Event description:
The pt experienced a morphine overdose following a pump refill which resulted in the pt being hospitalized. The physician had questioned if it was possible for the pump to "dump" all of the drug into the pt. The correct programming of the pump was not confirmed. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).